Event description:
It was reported to philips that, during monitoring of a patient, the device showed a shock equipment malfunction. The device was in use on a patient, but no adverse event to patient or user was reported.